Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements above 2000 ohms. Additionally, noise was exhibited after the lss. Technical services (ts) was consulted and recommended a complete lead evaluation in unipolar and bipolar configurations. In addition, if no lead integrity issues are found, ts recommend configuration adjustments. This pacemaker remains in service. No adverse patient effects were reported. The field representative was consulted and indicated the patient does not receive pacing. In addition, it was mentioned patient does not intend to have follow up appointments in that facility. Therefore, the patient will be monitored remotely. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This report is being submitted to provide updated event description. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements above 2000 ohms. Additionally, noise was exhibited after the lss. Technical services (ts) was consulted and recommended a complete lead evaluation in unipolar and bipolar configurations. In addition, if no lead integrity issues are found, ts recommend configuration adjustments. This pacemaker remains in service. No adverse patient effects were reported. The field representative was consulted and indicated the patient does not receive pacing. In addition, it was mentioned patient does not intend to have follow up appointments in that facility. Therefore, the patient will be monitored remotely. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide updated event description. This investigation will be updated should pertinent information become available in the future.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements above 2000 ohms. Additionally, noise was exhibited after the lss. Technical services (ts) was consulted and recommended a complete lead evaluation in unipolar and bipolar configurations. In addition, if no lead integrity issues are found, ts recommend configuration adjustments. This rv lead remains in service. No adverse patient effects were reported.